Event description:
Reference number (B)(4). Event occured in united states. It was reported that patient experienced an adhesive malfunction on (B)(6) 2026. Infusion set had fallen off during use due to sweating. The blood glucose level was high. The patient replaced infusion sets and resumed insulin successfully. No further information is available.